Event description:
A report was rec'd that stated prior to injection clinician was unable to correctly attach the needle to the syringe. Clinician proceeded to administer the medication to the pt while holding parts together, which resulted in a leak as the needle was not fully attached. No needle-stick took place. There was no pt or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.